Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pulse generator dependent patient was admitted to the hospital experiencing light headedness and syncope. Upon review, the right ventricular lead exhibited loss of capture and noted to have significant rise in capture threshold. The lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.